Event description:
It was reported that boston scientific technical services (ts) was contacted to discuss a potential infection risk of an intra-uterine device (iud) insertion for this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system. It was stated that the patient has had infections with two previous s-ICD systems and was anxious about potential complications. Ts referred the sales representative to contact the iud manufacturer to answer their inquiry. Information has been requested regarding the specific details regarding the previous two infections, but a response has not yet been received. At this time, the current s-ICD system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct b2.

Event description:
It was reported that boston scientific technical services (ts) was contacted to discuss a potential infection risk of an intra-uterine device (iud) insertion for this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system. It was stated that the patient has had infections with two previous s-ICD systems and was anxious about potential complications. Ts referred the sales representative to contact the iud manufacturer to answer their inquiry. Information has been requested regarding the specific details regarding the previous two infections, but a response has not yet been received. At this time, the current s-ICD system remains implanted and no additional adverse patient effects were reported.